Event description:
An adult female patient received a trusculpt treatment to the neck area. After the procedure, the treating physician observed a linear, raised, and firm lesion with an underlying nodule on the anterior upper neck. The skin remained intact, and the lesion was described as a horizontal line. The physician noted that the lesion did not appear to be a burn. The patient declined a full clinical evaluation and did not provide details about when the skin changes began. However, she requested antibiotic treatment, and the physician prescribed bactrim ds (taken orally twice daily for 7 days). The patient also visited an urgent care clinic, where she was prescribed triamcinolone cream. The physician did not report any concerns related to the performance of the trusculpt system, and no device malfunction was identified. A photo of the lesion was provided, but no specific information about the treatment settings or the outcome of the lesion has been received. Attempts by cutera to obtain additional follow-up details have not been successful. The trusculpt instructions for use state that the device should not be used to treat the neck. The decision to treat this area was made by the practitioner. Cutera is submitting this report in good faith to meet regulatory reporting requirements, based on the clinical appearance of a persistent linear lesion and the potential for scar formation or an undesirable cosmetic outcome. There is no indication of device malfunction or failure.